Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a pipeline failed to open at the distal end. The reported device and accessory devices were prepared as indicated in the instruction for use (IFU). The patient was being treated for an unruptured internal carotid artery c4 aneurysm with a saccular morphology. Aneurysm dimensions: max diameter 8 mm and neck diameter 5 mm. Landing zone (artery size): distal 4.1 mm and proximal 4.5 mm. The patient¿s vessel tortuosity was normal. The surgeon deployed the pipeline stent according to standard procedures and opened it in the middle cerebral artery. However, the stent tip could not be opened smoothly and after repeated operations, it still failed to be opened, the surgeon removed the product. Dapt (dual antiplatelet treatment) was administered (pru level unknown). Angiographic result post procedure: internal carotid artery c4 aneurysm. The pipeline was not positioned in a bend. More than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed less than or equal to 2 times. There were no additional steps or other devices required to open the pipeline. The pipeline was removed from patient. The pipeline was resheathed and removed with the microcatheter. There were no patient symptoms or complications associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that the cause of the pipeline failure was not determined.

Manufacturer narrative:
H3: product analysis: equipment used: video inspection system (m-78210), ruler (m-83361). As found condition: the pipeline flex pushwire was returned for analysis withing shipping box; within a plastic bio-pouch; and within an opened pipeline flex inner pouch. The pipeline flex braid was not returned for analysis. Therefore, any contributing factors could not be assessed. Damage location details: the pushwire was found to be kinked and bent from 10.0cm to 60.0cm from distal tip coil. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the tip coil, distal marker, re-sheathing marker, pads or with the proximal bumper. However, the proximal tip coil was found to be stretched. No other anomalies were observed. Conclusion: based on the analysis findings, the pipeline flex could not be confirmed to have failure to open at distal as the braid was not returned for analysis. However, the root cause could not be determined. Possible causes of failure/incomplete to open include vessel tortuosity and damage braid. H6. Coding updated based on analysis findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.